Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2012. During the procedure, the acetabular inserter fractured into multiple pieces while inserting the cup into the patient. As a result, the surgeon used a standard straight inserter to complete the procedure and no pieces were retained by the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date - unknown.